Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for the smartpass feature being disabled due to this patient having bradycardia with small signal amplitude measurements. Further in office evaluation was recommended. The device remains in service and no adverse patient effects were reported.